Event description:
During an incident in 2000 involving a pt in cardiac arrest, the monitor gave the message "pads off". The pads and cable were repeatedly checked and the message continued. The pt was pronounced at the hospital.